Event description:
It was reported that prior to using the system to perform any surgical tasks for a da vinci s prostatectomy procedure, it was observed that the right eye image viewed from the surgeon's console was blue. The patient was under anesthesia and no port placements had been made when the surgeon made the decision to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the isi field service engineer concluded that the vision issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the systems vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera cable. The da vinci s surgical system user's manual explicitly states that, "environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques."